Manufacturer narrative:
(B)(6). A remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed.

Event description:
It was reported the intellivue patient monitor mx450 alarm sound is not functioning. The device was in use on a patient. There was no report of patient or user harm.